Manufacturer narrative:
Result - (operational problem): visual inspection of the returned product found both haptics torn. The lens was returned with evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: no, lens not returned. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -8.5 diopter, in the patient's eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to narrow angle. The lens exchange was rescheduled for a later date. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.